Manufacturer narrative:
The insulin pump was received with the currents within specifications and passed self test and a21 error alarm test. No a21 alarm. The insulin pump also, passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No unexpected excessive no delivery alarm. No motor error alarm. Motor passed motor test. No a47 alarm. No e70 alarm on alarm history screen. However, the insulin pump had minor scratched lcd window cracked near the display window corners and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 135 mg/dl. The customer states they also received unexpected restart alarm, no delivery, and spanish software anomaly alarms. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.